Manufacturer narrative:
Other text: h10: device evaluation: no product was returned. If the product is returned, the complaint will be reopen for further investigation. Complaint was not confirmed. No root cause could be determined since the complaint was not confirmed due to the fact no samples, pictures or videos were received to perform a thorough investigation. No actions taken were performed since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, no disposable alarm was noted. No patient consequences were reported. No adverse effects were reported.